Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report filed (B)(6), 2011.

Event description:
Information was received based on a review of a journal article that indicated total hip arthroplasty procedures took place between (B)(6) 1993 and (B)(6) 1994 and that three patients were subsequently revised due to asceptic loosening of the acetabular cup components. Further information was requested from the surgeon who wrote the article. His medical facility provided product identification and event related information; one patient underwent total hip arthroplasty on (B)(6) 15, 1993 and was subsequently revised on (B)(6) 30, 2004 where the cup was removed and replaced. No further information has been provided to date.